Manufacturer narrative:
The referenced scope was returned to olympus for evaluation. A visual inspection on the received condition of the scope was performed as the evaluation found the entire portion of the bending section cover glue (insertion tube side) was missing. In addition, the bending section cover glue (at the distal end side) was chipped and cracking. The scope failed the leak test from the bending section cover glue at the distal end side. In addition, the biopsy channel was inspected with an olympus boroscope; there were no signs of tear, scrape, or kinks noted inside the instrument channel. The insertion tube was also inspected and dents were observed below the protector boot at approximately 35mm and 150mm. As part our investigation, a review of the scope¿s instrument history shows the scope was purchased on (B)(6) 2010. The scope was last repaired on (B)(6) 2017. The scope identification showed the scope has (B)(4) cumulative uses. The cause of the reported event cannot be conclusively determined, however, based on similar reported complaints, the most probable cause of the reported event can be attributed to unintended operational error. The instruction manual provides warning that states, do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. The instruction manual¿s maintenance management section states, ¿the probability of failure of endoscope and ancillary equipment increase as the number of procedures performed total operation cause and/or total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically. An endoscope with which an irregularity is suspected should not be used, but should be inspected by following section 5.1, ¿troubleshooting guide¿. If the irregularity is still suspected after inspection, contact olympus before use.¿

Event description:
Olympus was informed that during the middle of bronchial alveolar lavage & endobronchial biopsy procedure, a piece of the distal end of the scope broke off and fell into the patient¿s lungs. The broken scope fragment was retrieved from the patient. The same scope was used to complete the procedure because at the time the user facility thought it was a foreign body in the patient from something else. Once the procedure was completed and the scope was removed from the patient they realized the piece came from the scope. Additionally, there were no unusual equipment behaviors or phenomena before the reported event occurred; nor any mechanical or handling issues prior to the reprocessing of the scope. No other device was being used with the scope. It was unknown if the scope was inspected prior to use.